Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown; therefore a batch review cannot be performed. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore, no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 1. The technical service representative (tsr) had the home patient (hp) cycle power and review the alarm log. The tsr explained the alarm and advised the hp to start over with new supplies. The hc unit was operational. No patient injury or medical intervention was indicated at the time of the initial report. During follow up the home patient stated that the alarm was due to something he had done and everything was currently working fine. No patient injury or medical intervention was reported.